Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08d06-77 that has a similar product distributed in the us, list number 08d06-41.

Event description:
The customer reported a (B)(6) architect syphilis tp result for a (B)(6) male. The sample was (B)(6) on two architect analyzers, and also (B)(6) on tppa and rpr. The customer indicated the sample was (B)(6) on a maccura luminescence platform and also (B)(6) on elisa. No impact to patient management was reported.

Manufacturer narrative:
Ticket searches determined that there was normal complaint activity for likely cause lot 01118be01. Tracking and trending reports for the architect syphilis tp assay were reviewed and no trends were identified related to the complaint issue. A retained kit of reagent lot 01118be00 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance of the lot was negatively impacted. No false non-reactive results were obtained. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect syphilis tp assay was identified.